Manufacturer narrative:
Contact name is unknown as it was not provided. (B)(6) the patient interface is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a suction loss during surgery. No patient injury. Treatment was completed with no issue. No further information available.